Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. Due to the nature of the reported event being related to the interaction with the patient the issue cannot be recreated and confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The associated subsequent treatment is related to circumstances of the procedure. Factors for loss of vessel access include but are not limited to, the device pulled back too hard or interactions with the anatomy cause the device to pull out of the vessel. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 7f sheath. Reportedly, the vessel locator wings were opened (step 2) and when pulling the device back against the vessel wall, no resistance was felt and the device came out of the artery. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.